Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic with estimated longevity of 4 months left. Early premature battery depletion was observed. There were no programming changes or therapies delivered in the interim. Patient was fine.

Event description:
New information notes that the device was explanted.

Event description:
New information notes the patient tolerated the explant procedure well. There were no issues noted.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The inconsistency in the longevity estimation was most likely due to a programmer software issue.